Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 392 mg/dl. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. Customer had symptoms as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.